Event description:
The sales rep reported that during a rotator cuff procedure the surgeon while inserting a healix peek 3.4mm anchor; the anchor stripped during insertion. The surgeon used a second healix peek 3.4mm anchor; the anchor broke in half during insertion. The sales rep confirmed the both pieces were removed from the patient. The sales rep reported that the surgeon used a per cannula system with both anchors. The surgeon completed the procedure with a 5.5mm healix br anchor with no patient consequences but there was 30 minute delay in the case. The sales rep reported that three different bone holes were created. The sales rep stated that the bone quality of the patient was soft; gender was male, and approximately age (B)(6). The cannula was discarded and the anchors are being returned for evaluation. See associated medwatches for other devices in this complaint: 1221934-2015-00751, 1221934-2015-00752.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff procedure the surgeon while inserting a healix peek 3.4mm anchor; the anchor stripped during insertion. The surgeon used a second healix peek 3.4mm anchor; the anchor broke in half during insertion. The sales rep confirmed the both pieces were removed from the patient. The sales rep reported that the surgeon used a per cannula system with both anchors. The surgeon completed the procedure with a 5.5mm healix br anchor with no patient consequences but there was 30 minute delay in the case. The sales rep reported that three different bone holes were created. The sales rep stated that the bone quality of the patient was soft; gender was male, and approximately age (B)(6). The cannula was discarded and the anchors are being returned for evaluation. See associated medwatches for other devices in this complaint: 1221934-2015-00751, 1221934-2015-00752.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.